Manufacturer narrative:
The insulin pump was received with a minor scratched display window, a cracked display window, a cracked case at the display window corners, cracked battery tube threads, and a cracked reservoir tube lip. The pump was received with a blank display due to moisture damage on the electronic assembly.

Event description:
The customer's mother reported via phone call that there is a crack and condensation under the insulin pump's screen. Customer's blood glucose was 180 mg/dl at the time of the incident. Customer noticed the crack on the corner of the screen today. Customer reported there was fluid under the lcd display. Customer stated that the pump was not dropped. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer was advised that the insulin pump will need to be replaced.